Event description:
It was reported the programmer wouldn't start and there is a blue screen. The programmer was swapped with a working one. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer passed incoming functional test. Analysis found the latch tab on the power cord bay door was broken. Upper and lower handle covers were broken. Keyboard latch was broken. Rear display cover tabs were found broken off. It is noted the stylus was missing. (B)(4).